Event description:
It was reported that the patient experienced recurring incontinence with an advance sling. The sling was cut and a portion of the sling was removed and a new 4.5cm artificial urinary sphincter cuff, pump, and balloon were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.